Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that a connector, designator p14 which connects to the therapy pcb assembly, was not completely connected. Once physio re-seated the p14 connector, proper device operation was observed through functional and performance testing. The device was returned to the loaner pool for use.

Event description:
It was reported that the device would not detect when the defibrillation therapy cable is connected. There was no patient use associated with the reported failure.